Manufacturer narrative:
The sample was received for analysis and the reported issue was confirmed. A inflation/deflation test was performed and the cuff deflated . A visual inspection was performed and it was observed the pilot balloon presents a cut. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report the tracheostomy tube had a cuff leak. Customer indicated there was no patient injury with this event.